Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Total laparoscopic hysterectomy + bilateral salpingectomy- "mr (B)(6), consultant surgeon (who is also clinical director) performed 4 activations at beginning of procedure, all of which generated alarms that seal cycle was incomplete. The voyant blade was not used for any of these activations. A further 4 activations were then performed without alarm and blade was used after seal cycle was completed. At that point mr (B)(6) said that the device was not working as it was not sealing the vessels. Bleeding was occurring which mr (B)(6) controlled using standard bipolar. He then requested the ligasure handpiece which he used for the remainder on the procedure. After the procedure, mr (B)(6) reiterated his concerns that the device did not seal the vessels. Said that the two other surgeons who have performed cases with voyant in this evaluation had also said to him that they had some issues with sealing. (Feedback given to me from those 2 surgeons: prof (B)(6) had some bleeding during his case but thought perhaps it was due to patient having large vessels but also that ligasure would have been better. Also described handpiece as clunky. Miss (B)(6) didn't mention specific issues with sealing but said she felt it was inferior to ligasure and not as smooth to use). Mr (B)(6) wants generator checked before any further evaluation cases are done. He is aware that the technology is in the handpiece but concerned that generator may not be functioning properly. Said he wants to give us opportunity to check everything before continuing with evaluation, otherwise is not confident that it is safe to continue." Type of intervention: bleeding occurred while using voyant, which was controlled using bipolar. Patient injury occurred. Patient status: injury.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering noted blood and eschar buildup on the jaws of the device. Engineering analyzed the device activation logs by extracting the logs from a microchip in the device key. The device activation logs showed a total of 9 activations. Of those, 4 activations resulted in a "reactivate switch released" alarm, which indicated premature release of the fuse activation button. During functional testing, engineering activated the device on vessels and concluded that the device performed to specifications. Insufficient hemostasis and generator alarms were not observed. As such, engineering was unable to replicate the event and determined that the device functioned as intended. The root cause of insufficient hemostasis is unknown as engineering was unable to replicate the event. The root cause of the alarms observed during the procedure can be attributed to early release of the activation button. The instructions for use (IFU) states "release the fuse button when the seal cycle is complete." Releasing the fuse button before the seal cycle is complete can lead to an incomplete seal. Applied medical has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions, where applicable, to mitigate the event of insufficient hemostasis. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.